Manufacturer narrative:
(B)(4).

Event description:
Near the start of the case, when the surgeon was activating the handpiece, he felt a slight shock from the button through his index finger. The device was not touching the patient at the time and there was no impact to the patient at all. The case was completed with an alternative medical device. Surgeon did not require treatment or medical intervention. Biomed department within the facility tested generator and it passed all testing performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.